Manufacturer narrative:
Results of investigation: the carefusion failure analysis evaluated the suspect gas delivery engine. The reported issue was unable to be duplicated in the laboratory setting and no failure was detected.

Manufacturer narrative:
(B)(4). Technical support advised to try balancing the regulator calibration and performing the monitor calibration however this did not fix the problem and therefore a replacement gas delivery engine is needed. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the device from the customer.

Event description:
The customer stated that the unit is having high fio2 issues. The cell was replaced however this did not correct the issue. There was no patient involvement at the time of the incident.